Manufacturer narrative:
The user questioned the results of the bar code read, preventing an erroneous result. There was no analyzer malfunction. The incident was due to an incorrect parameter selected in the bar code system. The issue was resolved when the correct setting was selected.

Event description:
A customer observed that a barcode was misread on a provue analyzer. An add'l number 9 was added to the end of the sample ID. The customer questioned the results of the barcode read which kept the results from being reported. Incorrect association of sample ID and pt info could result in inappropriate physician action. There was no report of harm as a result of this event.